Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related MFR reports: 1627487-2021-14637 and 1627487-2021-14638. It was reported the patient underwent a full scs system replacement. The patient's scs system was replaced with a drg system. Reportedly, the patient stopped charging, and had not used the stimulation since 2018 because it did not help his back pain. Effective stimulation was restored postoperatively.